Event description:
It was reported the device was used during a small bowel resection (date of initial procedure unknown). It was reported the tlc55 was fired two times without incident. The surgeon fired the device for the third time and it appeared that this firing was fine as well. Post operatively, it was reported the pt was passing blood, the pt was brought back for reoperation on 06/03/1998 and it was reported the pt received 4 units of blood. The surgeon found bleeding at the staple line at the site of anastomosis. The surgeon oversewed the staple line. The surgeon reports the pt has gone home since the reoperation. 06/10/1998- according to the faxed checklist the rep reports the device was used to transect the jejunum. The rep also reports all staple lines appeared normal. The pt had a reoperation (on june 3, 1998) 5 days later (after initial procedure).